Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. The hospital declined to provide requested patient information due to patient confidentiality. Attempts to obtain the patient information were made via email and phone. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for percutaneous coronary intervention (pci). The user found it was difficult to cross the lesion with the stent catheter and used an extension catheter for support. The stent was placed in the lesion. The manufacturer's catheter was used for post-ivus with the extension catheter. During removal the proximal shaft and the distal shaft of the catheter separated. The distal shaft remained inside the extension catheter. Treatment was completed by the procedure. The user indicated they felt no resistance at any time and the device was not stuck in the lesion or in the guide catheter. The device was inspected during prep and no damage was observed. All portions of the device appeared to be accounted for after removal from the patient. No additional medical or surgical intervention was required. The device was not removed as a unit. There was no patient injury or adverse event. Patient's condition was reported as stable. The lesion was described as rca#2 distal, percent occlusion: 90%, tortuousness: moderate. Visual and microscopic inspection was performed on the returned device. The device was returned with the luer extender, t-connector, 3ml syringe, and 10ml syringe attached and the guide extension catheter. Inspection at decontamination found the distal shaft was separated and inside the guide catheter. Analysis of the device found the entire potion of the distal shaft was completely separated from the catheter at the proximal shaft-distal shaft bond and remained inside the returned guide extension catheter. The drive cable and remainder of the catheter were intact and no damage was observed in the drive cable. No other damage was observed on the device. The probable cause of the separation could not conclusively be determined, nor when or how the damage occurred.